Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm after customer had gone through airport scan two weeks earlier. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.